Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted body fluid within the lead lumen. A guidewire could not be passed throughout the lead lumen due to the body fluid infiltration. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis testing cannot confirm a lead dislodgement.

Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to dislodgement. There was no report of adverse patient effects due to the explant procedure.

Event description:
The explanted lead was returned for analysis.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.